Event description:
The customer reported that the shock was not delivered during use. A second defibrillator was used. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom could not be reproduced. Based on the customer report we are considering this a malfunction. We cannot determine the cause since the symptom was not duplicated.